Event description:
It was reported that during a left plantar arch angioplasty, a guide wire fracture occured. The tortuous and severely calcified target lesion was located in the left foot. This 185cm pt2 moderate support guide wire was advanced to the lesion along with a non-bsc guide catheter. There was some resistance met upon removal of the guide wire and catheter. After removing the device a cine image of the patient's foot was taken and they noticed that part of the wire remained in the vessel distal to the lesion. The physician attempted to balloon the proximal part of the lesion and attempted to open the lesion to advance a retrieval device to remove the detached portion of the wire; however, the calcium would not yield therefore the procedure was abandoned and 2-3mm of the guide wire remains in the patient's foot. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).